Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was 201 mg/dl. The customer is manually giving a bolus. The customer was advised to contact healthcare provider to discuss his feedback about his current settings. The customer doesn't have the time to troubleshoot because he is at work and doesn't have time. The customer will call back when he has the time and the supplies. Customer stated that he is typically high in the morning and then down to a reasonable number by lunch and sometimes a low at lunch.